Event description:
During the index procedure an everflex entrust stent was used to treat the superficial femoral proximal, superficial femoral middle. Another everflex entrust stent was used to treat the superficial femoral proximal, superficial femoral middle, superficial femoral distal. Approximately 22 months post procedure patient suffered re-occlusion of the superficial femoral artery left (including the stent). Patient went to the hospital because of pain in the left leg. Ankle brachial index left: 0.58 (in rest) and 0.30 (after treadmill). Duplex showed re-occlusion of the superficial femoral artery left (including the stent). For the patient, the symptoms are highly disabling. Patient on waiting list for femoral-popliteal bypass. Patient has not recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 31 jul 2025: femoral-popliteal bypass with proximal anastomosis at afc on the height of the femoralis profunda. Distal anastomosis in the infrarenal poplitea. Venous material is harvested from the ipsilateral vena saphena magna. Wound on upper left leg is necrotic and smells. Necrotic tissue excision in or and cover bypass with muscle tissue, again occlusion bypass left. No options for revascularization. Expectative. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.